Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon said when she fired the echelon she thought she heard a cracking sound. This was about the fourth firing of the instrument, and this firing was on the stomach. The row on the pouch side formed ok but the outer side only the inner most rows formed. I believe it was a green with seam guard. They had to re-staple that part of the pouch. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Did the device deliver staples that were malformed/unformed or an incomplete staple line (missing staples along staple line)? Inner row toward cut line, gold cartridge, and staples were completely unformed and the cut line was complete. Did the device deliver a complete cut line? The dr. Reinforced the line with sutures. Patient did fine after. The analysis found that one ec60a device was returned in good visual condition and with one ecr60d cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing. No unusual noises were heard during functional testing. No incident related to the reported event was observed during the batch record review.